Event description:
Catheter was in use for 6 weeks. Upon removal, the cuff came off the catheter - it was stuck in the tissue.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.